Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total extraperitoneal procedure, when the balloon was about to be pumped, the valve seal disengaged. Air leaked through the valve seal in the trocar which made it difficult to inflate the balloon. To proceed with the case, the surgeon had to put his fingers around the trocar opening to prevent air leakage when the balloon was pumped up. There was no patient injury.